Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by undocking the universal surgical manipulator (usm) 1 during surgery. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the operating room (or) staff faced an issue with arm 1 during the surgery. The customer stated that the universal surgical manipulator (usm) 1 undocked itself during the surgery. The tse asked the customer more details and the customer transferred to a staff member, who was present during the surgery. The customer stated that there was several conflicts with the arms and arm 1 was not free to move. The customer stated that it was a tricky case and they had to convert due to clinical difficulties. The customer stated that there was no injury and they could end in laparoscopy. The tse viewed the system event logs but noticed nothing relevant. The issue was user induced. The tse advised the customer to contact their clinical sales representative (csr) to get support. The system was ready for use. The procedure was converted to laparoscopic surgery with no reported injury.